Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center (rsc) and reported observation of nonreactive atellica im hiv ag/ab combo (chiv) results for a patient sample, which were discordant relative to alternate-method testing. Siemens is evaluating the issue. Note: the observation was reported in association with a product which is distributed only outside of the united states. The reported PMA number is associated with a us form of the product (similar product).

Event description:
The customer reports observation of non-reactive (negative) atellica im hiv ag/ab combo (chiv) results for a patient sample, which were discordant relative to repeat testing on alternate method. The customer identified result discordance for a male patient who initially produced reactive (positive) chiv results. The sample was repeated on an alternate atellica im analyzer, and the same reactive result was obtained. The sample was sent to an alternate facility (public health institute (isp) of chile), where the reactive results were confirmed with molecular testing. This initial (reactive) result was not reported to the physician. A new sample was redrawn from the same patient and tested on the original and alternate atellica im analyzers, and non-reactive (negative) results were obtained. These non reactive results were considered discordant. The customer tested the sample again on the alternate facility (public health institute (isp)), and the molecular test result was reactive (positive). The customer reported the reactive result from the alternate facility as correct result to the physician. There are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the observed result discordance.

Manufacturer narrative:
MDR 1219913-2025-00139 was initially filed on 11-jul-2025. Additional information (27-aug-2025): siemens healthcare diagnostics has concluded the investigation of the event. An outside of the united states (ous) customer reported observation of nonreactive atellica im hiv ag/ab combo (chiv) results for a patient sample, which were discordant relative to alternate-method testing. Siemens evaluated the instrument data and the information provided by the customer. Reagent issues were ruled out based on the review of quality control (qc), which showed recovery within acceptable ranges, and no issues were reported with other patient samples. The patient was not known to be on anti-retroviral therapy. Siemens reviewed the patient's medication list, and there was no known interference from the substances. The affected samples were not returned to siemens for further evaluation. Based on the available information, the cause of the discordant results cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.